Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 8nov2018. The service engineer (se) inspected the device and found the touchscreen was unresponsive in multiple spots after calibration. The se replaced the touchscreen and performed testing.

Event description:
It was reported that the ventilator display was unresponsive. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 24jan2019. A touchscreen was returned to philips for analysis. A visual inspection of the returned component was performed and bubbling was found on the outer traces. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the touchscreen being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.